Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia when a dexcom g7 remained in pairing mode while attempting to use a dexcom receiver; the patient discontinued the receiver, completed troubleshooting and education, and subsequently connected the g7, after which insulin delivery resumed and glucose levels started to decline. Symptoms included thirst. Outcomes included elevated glucose readings with alerts above 300 mg/dl for over 90 minutes, self-management with subcutaneous insulin using a pen as backup therapy, low/trace ketones without medical intervention, and no hospitalization. Investigation included review of device use, troubleshooting steps completed with the patient, and assessment of contributing sensor-pairing factors. Investigation of this case revealed a pairing failure that impeded automated insulin dosing until connection was restored, consistent with a sensor-communication issue affecting therapy control. It was concluded, based on previously established findings for similar reports, that the cause was user and use environment factors related to concurrent receiver use leading to pairing failure.